Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421603. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4) revealed no non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. One non sterile enterprise was received together with a prowler select plus microcatheter; both inside of a plastic bag. The enterprise delivery system was received inserted within of the microcatheter, both devices presented no visual anomalies. The introducer tube and stent were not received for analysis. The delivery wire was observed under a microscope and no anomalies were observed on it. The enterprise delivery wire (without the stent) was removed and inserted several times in the microcatheter and was able to go through without resistance or friction between the devices. The device was measured by lake region and all joints measured appear to be correct and intact by visual examination and by non-destructive testing. The received delivery wire is visually and dimensionally correct and presents with no indication of manufacturing defect or anomaly. The stent remains implanted therefore, the reported deployment difficulty could not be confirmed. The returned delivery wire did not present with any manufacturing anomaly or defect that could have contributed to the event. With dimensional analysis, the delivery wire was within specification. The recapturability limit is when the proximal end of the stent positioning marker is even with the distal infusion catheter marker band. The returned delivery wire was within specification. In addition, the marker bands of the returned microcatheter were found within specification. Based on the reported information and analysis of the returned devices, procedural factors appear to have impacted the premature deployment resulting in inaccurate placement of the stent. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00239 and 1058196-2010-00240

Event description:
When the stent was positioned at the lesion via the prowler microcatheter, the physician withdrew the microcatheter to release the enterprise stent, but the microcatheter was not withdrawn on position mark of stent, the stent was released. The stent was not position at the lesion instead it was position on the distal end of the lesion. Then physician implanted another stent to complete procedure. No impact to patient. This stent was still implanted in the body of patient. But the microguidewire can be returned for evaluation. The lot number for the enterprise stent was 01421603. The first enterprise did not cover any section of the aneurysm neck. The microcatheter used to deliver the enterprise system was a prowler select plus straight (606s255x). The issue was not that the physician was not ready to deploy/detach the stent, but the stent was deployed while the mc had not passed the recapture point. The enterprise was not recaptured. There was nothing wrong with the microcatheter that contributed to the event (ex: resistance/friction, etc).

Manufacturer narrative:
One non sterile enterprise was received together with a prowler select plus microcatheter, both inside of a plastic bag. The enterprise delivery system was received inserted within of the microcatheter, both devices presented no visual anomalies. The introducer tube and stent were not received for analysis. The delivery wire was observed under a microscope and no anomalies were observed. The enterprise delivery wire (without the stent) was removed and inserted some times on the microcatheter and was able to go through it without resistance or friction between both devices. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421603. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4); revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. The reported failure as stent deployment difficulty-inaccurate placement could not be confirmed since the stent was not received together with the returned device. The device did not present any obvious indications of manufacturing defect or anomaly that could be contributed to the events as reported. It is possible that procedural factors may have contributed to event reported during procedure. The records indicated that the product meets specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00239 and 1058196-2010-00240 additional information will be submitted within 30 days of this report.

Manufacturer narrative:
However, after the stent was deployed/detached, the microcatheter and enterprise delivery system were removed as unit, since the physician was not sure if the microcatheter contributed to the event and the target site was lost. A jailed technique was utilized with the case. A constant and dedicated flush was maintained at all times through the microcatheter. The microcatheter was not re-shaped. The target site was the supraclinoid portion of the internal carotid artery. The vessel diameter distal and proximal to the aneurysm neck was 3.6mm. The aneurysm was saccular and measure 4×5mm, neck was 4.5mm, neck to sac ration was 4/4.5. After removal of the first enterprise stent, no damages were noticed on any section of the delivery wire. The patient was taking prior to the procedure aspiring 100mg/d, plavix 75mg/d for 3 days. The current patient condition was good. One non sterile enterprise was received together with a prowler select plus microcatheter, both inside of a plastic bag. The enterprise delivery system was received inserted within of the microcatheter, both devices presented no visual anomalies. The introducer tube and stent were not received for analysis. The delivery wire was observed under a microscope and no anomalies were observed on it. The enterprise delivery wire (without the stent) was removed and inserted some times on the microcatheter and was able to go through this it without resistance or friction between both devices. (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421603. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. Additional DHR review for the stent per ndc (nitinol devices & components) ndc complaint no. 2646. Cordis nitinol lots: 516369, 517073, 517032 and 517161; revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to (B)(6). The reported failure as stent deployment difficulty-inaccurate placement could not be confirmed since the stent was not received together with the returned device. The device did not present any obvious indications of manufacturing defect or anomaly that could be contributed to the events as reported. It is possible that procedural factors may have contributed to event reported during procedure. The records indicated that the product meets specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00240. Additional information will be submitted within 30 days of receipt.